Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation, and a final report will be submitted when the investigation is complete.

Event description:
Customer reported stated she has had a blank screen on her adc meter for sometime and has not been able to test. She reported a medical event in which due to not being able to test, she didn't know how much insulin to take, experienced symptoms of sweating, thirst, hunger and tiredness. Paramedics were called, treated the customer with insulin once on scene and transported the customer to a local health care facility. The customer stated she was diagnosed with hyperglycemia and treated with additional insulin. There was no report of death, serious injury or permanent impairment associated with this case.